Event description:
It was reported that patients lead had eroded through their skin under their eye. Caller reported that patient had been implanted about two weeks prior. Health care provider was reportedly considering just cutting the lead. It was noted that the patient was receiving benefit from the top lead, but not the bottom ¿so much.¿ additional information reported that the cause of this event was that the lead had went through the patient¿s skin. It was noted that lead issue was that of dislodgement/migration. It was also reported that a revision had taken place on (B)(6) 2013, and it was unknown if and devices would be returned. It was noted that the surgical intervention on (B)(6) 2013 was just the revision of the lead. Patient had been hospitalized due to this event, and was reported to have recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).